Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting error code 1109 check vent: machine pressure sensor auto zero failed message. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or use. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the device was getting a machine pressure sensor autozero failed while running on a patient. He already checked the pins and stated they are aligned properly. The customer requested the parts ID for the data acquisition (da) printed circuit board assembly (pcba) and 2 solenoids. This investigation is ongoing.

Manufacturer narrative:
The customer replaced the data acquisition printed (da) circuit board assembly (pcba) to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.